Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted medication was not administered or adjusted in response to this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crtd implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one week post routine cardiac resynchronization therapy defibrillator (crt-d) change out with an antibacterial absorbable envelope, the patient was seen for a pocket hematoma and active bleeding at the incision site with blood present on the dressing. The patient was administered medications, and the primary care provider continued to monitor the patient. A few days later, the patient presented to the emergency room for continued bleeding and one to two millimeter dehiscence was noted but no infection. Tissue glue was applied. Over 2 weeks later, the patient was hospitalized for a pocket washout procedure, tissue cultures and polymerase chain reaction (pcr), and capsule debridement. No sign of infection was noted. At an in-clinic follow up, the site was healing well with the hematoma improved and no drainage. The device and antibacterial absorbable envelope remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.